Event description:
The synthes complaint handling unit received a medwatch user facility report numbered 4400150000-2014-8020 via standard mail on (B)(6) 2014. Only additional and/or corrected information will be contained in this report. A copy of the medwatch user event report is attached. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the 02.211.024, unknown lot 2.7mm variable angle t8 stardrive locking screw was received broken a third of the way down the length of the screw from the proximal end. The fracture surface is homogenous and the screw shows significant deformation. It was reported that the screw was broken and removed during an orif procedure of the midfoot. This condition is confirmed; the fracture surface is homogenous along both pieces of the returned screw. The screw was likely inserted into the plate at an angle which left the screw head proud. The surgeon likely tried to extract the screw and hit the side of the plate on the way out shearing the screw one third of the way down the proximal end resulting in the breakage. Removal of the lower portion of the screw likely resulted in the observed deformation. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that overangulation and subsequent removal of the device has led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.